Event description:
It was reported by the independent repair center that the unit is alarming/will not start/alarms not functioning, and the compressor is seized. No report of patient injury, no additional information provided.